Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 750 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer had an increased hormone levels around heart increasing risk for heart attack. Treatment resolved the issue, and the customer was discharged on (B)(6) 2024. System check with tandem technical support confirmed the pump was functioning as intended.